Event description:
It was reported that a patient underwent foot surgical procedure on (B)(6) 2011 and suture was used. When the foot cast was removed, it was discovered that the site with the blue suture was infected. The patient was evaluated by the physician on (B)(6) 2011 and foot swelling was noted. The physician removed the sutures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01041. The same patient is represented in each medwatch.